Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Customer consumed milk and peanut butter to treat their bg level. Customer reported that they had experienced low bg levels prior to this event, but could not remember specific event dates or bg values. Customer indicated that they are in close contact with their health care provider, and adjustments have been made to their basal insulin rates.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.